Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said with their last implant battery, they had to have emergency surgery to replace it and hoped that wouldn't be the case this time.